Event description:
It was reported that the system performed "sluggish". The site was advised by an isi rep via phone to re-insert the instrument and sterile adapter, but it was unclear if this operation was performed by the site. The customer decided to convert the case. The customer reported that the system was set-up away from the pt after the conversion, and the system performed properly.